Event description:
On 10/22/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, therefore manual pressure was held with control of the bleeding. Shortly thereafter, the pt was noted to have lost his pulses. A vascular consult was obtained, and the surgeon chose to pull the device out of the pt by wrapping the suture around his finger and pulling upwards; the entire device was removed, and manual pressure was held for approx ten (10) mins. Later that day the pt was taken to surgery where a dissection was noted at the bifurcation of the common femoral and iliac arteries. The physician attributed this event as being secondary to the pt's peripheral vascular disease and a traumatic insertion of the procedure sheath. The pt was also noted to have thrombus down his lower extremity. As of 11/18/1998 there has been no report to the MFR of further complication or pt sequelae.